Event description:
A customer reported being unable to prime a one-link catheter extension set. This event was reported to have occurred prior to patient involvement. The solution being primed was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.